Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer was in emergency room on (B)(6), 2019 at 3:30 or 4:00 pm due to high blood glucose level of 365 mg/dl. The customer vomited and laid down which lead to hospitalization and also stated that catheter was in their skin and it was kinked. It was also reported that sensor glucose and blood glucose was over 100 points off. The customer treated with two liters of fluid and chest x ray was done. The customer declined troubleshooting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose levels was unknown at the time of hospitalization. The customer was treated with fluid. The insulin pump will not be returned for analysis.